Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include the user connected the endoscope cable in the state where the endoscope or the electrical contacts of the endoscope cable were not sufficiently dried or in the state where foreign substances (such as detergent remnants, hard water residue, finger grease, dust, and lint) adhered.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue could not be confirmed. The device was inspected, and passed all functional tests. All the video output signals, and image were functioning as expected. No issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported an intermittent image on a video system center. The picture keeps going out, and causing some noise. No patient involvement, or injuries were reported. No additional information has been obtained.